Manufacturer narrative:
The reported device was manufactured and distributed by (B)(4) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of (B)(4) on august 1, 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device not returned.

Event description:
Stryker star ankle components were explanted and new components were implanted.